Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ml baclofen (unknown) at 85.04 mcg/day. The reason for use was intractable spasticity. It was reported that the patient had a MRI on (B)(6) 2018 and the patient did not get checked post MRI. The hcp interrogated the pump and saw the motor stall. The MRI was not done due to a suspected problem with the device or therapy. It had been more than 2 hours since the patient exited the MRI field. They reviewed telemetry state and discussed re-interrogating the pump with logs. She noted she thought the pump was audibly alarming but wasn't positive. The hcp check the logs a second time, and they saw a pump motor stall recovery. It was reviewed that they can confirm that it was telemetry mode. The issue was resolved and the patient has no symptoms and no volume discrepancies. Troubleshooting resolved the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-jan-25. The patient¿s weight was reported. There were no further complications reported/anticipated.